Manufacturer narrative:
Concomitant medical products: product ID: 8 253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that he was told by a nurse that while attempting to get ready for the procedure when testing the device and went to adjust the volume, there was a loud pop from the machine that shocked her. There was no patient involvement.

Manufacturer narrative:
Analysis of the mainframe found that the customer's complaint could not be duplicated. The software was upgraded to current specifications. Although the mainframe passed all electrical and functional tests; the device was placed in burn-in chamber for several hours in an effort to reduce a heat-related failure. The mainframe passed all tests; analysis of the patient interface found that the customer's issue could not be duplicated. The interface came in with a cut in cable insulation. The cable and worn wave washers were replaced. The interface was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.